Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding an implantable neurostimulator (ins) for the treatment of spinal pain. It was reported that the patient saw a por message. The patient stated that their therapy stopped due to the por message. The patient stated that they charged the device yesterday. The patient turns the ins off at night and when they get up they turn it back on. The patient was trying to turn the device on and the programmer showed the 'call your doctor icon' por. The patient stated that their patient battery was around half way full, maybe a bit less. The por was an informational por. The patient was walked through the steps to clear the por and successfully turned therapy back on. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.